Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the motor did not rotate and failed the thermistor assessment. Therefore, the reported condition was confirmed. It was determined that motor and flex circuit were worn out. The assignable root cause was determined to be due to normal wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(4) that during a craniotomy surgical procedure it was observed that the motor device stopped working. It was reported that there was five minute delay due to the event as an unspecified spare device was available for use. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device manufacture date: the device manufacture date was documented as august 12, 2012 in the initial report. The device manufacture date has been updated as august 10, 2012. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.